Event description:
It was reported that dr. Told rep that the axonics directional guide broke in half inside a patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).